Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during service and repair activities, an automated impella controller (aic) failed the preventive maintenance procedure. During power-up, the console displayed a ¿system self check¿ message and did not proceed as expected. Troubleshooting was performed in consultation with the product maintenance engineering (pme) team, and it was determined that the impellatronic board was not communicating with the carrier board. The impellatronic board was replaced. Following replacement, the controller was tested and reported to be functioning as expected and meeting specification. The issue was identified during service and repair activities and not during clinical use. No patient involvement was reported in association with this event.